Manufacturer narrative:
The lot device history records were reviewed and confirmed that all global requirements were met. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the testing performed were all within specification. A review of the lot device history records is in progress.

Event description:
Practitioner reported patient had corneal damage after initial use of the lens. Patient presented with pain, photophora (light sensitivity), and epiphora (excessive tearing). Corneal infiltrates were noted in the right eye para central 12 to 1 o'clock. The eye doctor suspected a diagnosis of bacterial keratitis and prescribed a corticosteroid/antibiotic combination eye drop (isopto max) and advised to temporarily suspend contact lens wear. No cultures were taken. Corneal infiltrates were noted in the right eye at the time of the event. Although the case is still under treatment, the eye doctor has indicated that there is a resultant scar in the central 6mm of the cornea and that the treatment was necessary to prevent permanent damage to the cornea. Additionally, practitioner indicated the likely cause of the event was infiltrate of cornea after contact lens wear.